Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that intermittently insulin drips were not observed to be dripping out of the infusion set tubing during the load fill tubing sequence. Supply changes were performed, however, the issue recurred. Customer's blood glucose level was 425mg/dl. Reportedly the customer reverted to manual injections for insulin therapy.